Event description:
Information received indicates the trend assembly is missing. Bed will not go into trendelenburg.

Manufacturer narrative:
The technician replaced the trend assembly and trend rod to repair the bed.